Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there are black lines on the display of the pump. Caller stated the numbers on the display were not completely readable. No adverse event reported. Requested return of the alleged pump for evaluation.